Manufacturer narrative:
(B)(4).

Event description:
Customer reported patient with a retained pillcam sb3 capsule. The patient began (B)(6) study on (B)(6) 2016. On (B)(6) 2016 an x-ray was performed confirming retention of the capsule in the sigmoid colon. Another x-ray was scheduled for (B)(6) 2016. As of (B)(6) 2016 the patient was in the hospital. There was no confirmation as to whether or not the capsule has passed.